Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was disconnection between the catheter adapter of a peritoneal dialysis (pd) transfer set and the titanium adapter. This occurred during use of the devices for peritoneal dialysis therapy. To resolve this issue, the titanium adapter was replaced. There was no patient injury or medical intervention associated with this event. No additional information is available.